Manufacturer narrative:
D1. Medical device brand name: tsukuba medical center public interest incorporated foundation tsukuba medical center hospital. Investigation summary: bd received a sample and a photo for investigation. The photo was reviewed and served as batch verification. No defect was observed. The customer sample along with ten (10) retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Additionally, one hundred (100) retains were visually examined and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® edta 2k that ten (10) tubes had loose closures. There was no health impact or consequence reported.